Event description:
Hcp reported the device was explanted due to battery depletion. The pump is part of a catheter access port detached recall.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.